Manufacturer narrative:
.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Device ud:I lot/serial: 13882408, UDI: (B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm and a penetrating atherosclerotic ulcer (pau) using gore excluder aaa endoprostheses featuring c3 delivery system. A trunk-ipsilateral leg component (rlt261418j/13882408) was inserted from the left side and its ipsilateral leg was deployed. Intra-procedure imaging suspected that the ipsilateral leg partially covered the left internal iliac artery (liia), and the ipsilateral leg was pushed up proximally using a balloon catheter. Another imaging revealed that the ipsilateral leg was deployed into the left external iliac artery (approximately 1cm distal to the left iliac bifurcation), completely covering the liia. The other endoprostheses were implanted, and the procedure was concluded with the liia coverage being monitored. Reportedly, c-arm angle seemed not to be good enough to clearly identify the position of the left iliac bifurcation. It is likely that the position of the left iliac bifurcation was actually more proximal to the position which was confirmed during imaging.